Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery with four proglide devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneursym repair (evar) procedure. Reportedly, with the first two devices, a cuff miss [suture retrieval issue] occurred. With the other two devices, upon completing all steps and removing the device, the knot was noted to be above skin level, and the physician thought this looked "unusual". The physician did not feel comfortable advancing the knots. The sutures were then intentionally cut and removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.